Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
The event occurred on an unspecified date and involved a spinning spiros closed male luer, purple cap where it was reported leaking with daratumumab syringe. The reporter also mentioned on review of internal and external events across all slade health sites, there have been a total of 8 incidents, including this present one where there have been faults observed with this lot number of spiros closed male connector (ch2000s-pc). This equates to 0.12% of total units used for production. A comprehensive review of the quality of starting materials used in compounding the reported batch was undertaken. The batch in question was compounded using a spiros closed male connector (ch2000s-pc) from lot no. 12718037. As of now, a total of 6321 units have been utilized for compounding across all slade health sites. There was unknown patient involvement and unknown patient harm reported. This report captures 7 occurrences.

Manufacturer narrative:
The complaint of leaks on item ch2000s-pc cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The lot#12718037 was reviewed, and non-conformities were found that would have led to the reported condition on the complaint.